Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient stated last year ((B)(6) 2016), the patient had a new spinal cord stimulation device placed, and during that procedure the doctor had to change out a piece of her catheter (it was spliced). No patient symptoms were reported. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.